Event description:
During follow-up, the device was found in back-up mode and showed an error message upon interrogation. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.